Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues. The device was deflated and was able to deflate in 60 seconds. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a balloon deflation issue occurred. The target lesion was located in the superficial femoral artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was selected for use. However, prior to the procedure, the balloon was inflated and deflated for several times outside the patient's body. The physician noted that the balloon deflation was slow. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon deflation issue occurred. The target lesion was located in the superficial femoral artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was selected for use. However, prior to the procedure, the balloon was inflated and deflated for several times outside the patient's body. The physician noted that the balloon deflation was slow. The procedure was completed with a different device. There were no patient complications nor injuries reported.